Event description:
Vent disconnected at filter (22mm outlet) and vent didn't alarm. Note with vent states vent became disconnected at the filter and vent didn't alarm, happened once before as per family member.